Event description:
The pt reportedly experienced intermittencies with her internal device followed by a loss of lock. External equipment was exchanged, however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.